Event description:
It was reported that pump issued cartridge alarm while in use and caller mentioned previous similar alarms had occurred with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, provided instructions for storage mode, return of problematic pump within specified time frame, and setup of pump settings and cgm on replacement device.